Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences which were with acceptable range. Customer reported to have fallen on (B)(6) 2015, (B)(6) 2015 and on (B)(6) 2015 but customer did not remember blood glucose level at the time of each fall. Emergency medical technicians were called but customer did not need to be treated for high blood glucose. Customer received assistance in uploading to carelink.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.